Event description:
It was reported that the patient presented to the ER after having received high voltage shocks. Review of stored egms of ventricular fibrillation (vf) were reviewed and double counting of wide qrs waves was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of inappropriate therapies were confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported inappropriate therapies could not be determined.